Event description:
The customer reported that the 840 ventilator had a communication error while in use on a pt. There was no pt harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4). The customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphical user interface (gui) printed circuit board (pcb). The unit passed extended self-testing (est, short self-test (sst), and performance verification test (pvt).